Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery. The 3.0 x 23 mm vision stent was implanted at 16 atmospheres (atm), for 30 seconds. After the stent was implanted, the patient began vomiting, and thrombosis was seen. Medication was given for the nausea, and aspiration was performed to remove the clot. An additional vision stent was implanted and the patient had a good outcome. No additional information was provided.